Event description:
It was reported that during an orthopedic knee surgery the insert trial was chipped. It was not reported if the sales representative was present at the surgery. The surgery continued and was completed without additional issues. There was no reported delay of surgery and there was no reported patient injury, adverse event, or clinical consequence to the patient. No additional information was provided by the reporter related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Design-related issues: the design of this tibial insert trial has been in the field since 2009. (B)(4). Mfg-related issues: exactech has received 4 other complaint reports involving a part from this manufacturing lot. The manufacturing lot consisted of (B)(4) pieces and has been in the field since 2014. A corrections and removal committee meeting has been held to address this high manufacturing lot occurrence. Refer to (B)(4). A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this insert trial, 750-2006-012-rmr rev a, was reviewed. The risk is captured in line 33. The chipping reported in experience (B)(4) was likely the result of aggressive use which led to scratches, deformation, and eventual chipping of the ultem material. Exactech IFU 700-096-004 states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for total knee arthroplasty surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all exactech instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on a review of all available information, there is no evidence to reasonably suggest the reported instrument malfunction is related to any manufacturing issues or design issues, nor did it lead to any patient impact. An investigation was conducted that the most likely root cause of the device breakage reported in this event was the result of aggressive use which led to scratches, deformation, and eventual chipping of the ultem material. Attempts have been made for additional information. No additional information was provided by the contacts related to this event. No additional attempts will be made for information regarding this event. Information was not provided for: pt. Info.